Event description:
It was reported that the patient underwent a revision surgery of inbone talus due to loosening. The patient was implanted with invision talus and left invision peg talar plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device was discarded.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the images of the CT scan show the tar at the central part in a sagittal and a frontal plane. The tibial component does not show relevant radiolucence or cysts. The pe cannot be assessed directly, but there is no indirect sign of loosening or dislocation. The talar component shows pretty clear radiolucence specifically around the central peg. There are also some smaller cysts. These findings are compatible with a loosening. Migration or relevant subsidence cannot be confirmed.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery of inbone talus due to loosening. The patient was implanted with invision talus and left invision peg talar plate.